Event description:
A device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected and scrapped at the third-party service center during the evaluation. The third-party service center found evidence of foam degradation. During the review, foam particles were visible; error codes were also present. At this time, no further investigation can be performed. A follow-up report will be filed if any additional information is received.

Manufacturer narrative:
H3 other text : the device was evaluated by a 3rd party service center.